Manufacturer narrative:
Correction: h1, b1 - this report should have been submitted as serious injury.

Event description:
It was reported that the patient's lead exhibited noise. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.